Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that absence of inductor on the pyxibus module controller board (pmc) confirmed during inspection. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the reported issue regarding es failed drawer was confirmed during fse (field service engineer) testing and validated during the inspection process conducted in the dchu investigation laboratory. The field service engineer (fse) reported that fh cubie drawer 6 did not detect open or closed status. The fse found that the drawer opened and closed with the application but did not recover during the hta test. The fse checked the pcba card and found damaged components on the pyxibus controller. The device was tested in hta and verified as operational. The external inspection confirmed that the pcba pyxibus module controller board fh was received without the inductor l300. In accordance with the product analysis procedure (pap) no additional testing was conducted on the pcba because missing components were identified during the initial inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was the absence of inductor l300 on the pyxibus module controller board (pmc) confirmed during inspection. The missing component resulted in read errors, communication failures, and unstable device behavior, all of which align with the failure reported by the customer.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 does not detect open or closed. A field service engineer (fse) found that the drawer opened and closed with the application but did not recover during the hardware test application test. The drawer opened and closed, so the fse checked the printed circuit board assembly card and found damaged components on the drawer pyxis bus controller. Fse replaced the drawer pyxis bus controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 was failed and unable to recover. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.